Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D4: device expiration date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: component code was added: 4755. H6: type of investigation code was added: 3331, 4110, 4111 and 4109. H6: investigation findings code was added: 213. H6: conclusions code was added: 67 and 4315. H10: narrative/data was updated. One nanotite tm tapered certain® prevail® implant 6/5 x 11.5mm (niitp6511) was returned for investigation. Visual evaluation of the as returned product identified some signs of use and no apparent malfunction. The device was returned with crown/abutment attached, but since the event is for perforated sinus, this investigation only focuses on the implant that may have caused the reported event. The reported event is non-verifiable following evaluation of the returned device and with the information provided. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 864732. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (864732) using keyword sinus, perforated, relocation and no other complaint was found. June post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. The reported event could not be recreated due to the nature of the dental device and event (medical condition) and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is customer error in treatment planning or parafunction/patient specific issues. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported a perforated sinus. The implant at tooth site #14 was removed. Patient not returning for implant re-placement. Symptoms as a result of the event: pain.